Manufacturer narrative:
Patient code: no code available - the patient required an additional procedure to remove and replace the reported device. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a turbo-ject power injectable PICC line was found severed. The physician stated they would pull and replace the line. To date, additional information with regards to the device, event and patient has been requested but not yet provided. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation evaluation: a review of the instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed; however, a photo showing one turbo-ject upicds device almost completely separated at the hub and extension tubing connection was provided by the customer. A document-based investigation was performed. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements.there is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be established. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The device was received for investigation, and the updated investigation is below. Investigation ¿ evaluation a review of the instructions for use (IFU), quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the clear tubing was partially separated from the white hub. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.